Event description:
It was reported that the drill was overheating at the beginning of an impacted molars procedure. Another drill was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the complaint of overheating could not duplicated as the device could not be read by the tps or core consoles. Upon disassembly, a worn driveshaft bearings and ball bearings were observed. Worn bearings can lead to the reported customer event of overheating due to excessive friction between the rotor and driveshaft. The heat likely lead to nvram damage on the motor flex and thus loss of device recognition. The device was repair and returned to the customer.